Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, or battery out limit alarms. The unit had intermittent button response due to corroded keypad traces. The following physical damage was also noted: minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that his insulin pump alarmed with low battery when he woke up, and he was unable to clear the alarm due to two unresponsive buttons. The patient's blood glucose at the time of incident was 160 mg/dl. He tried to give himself a 2-unit correction bolus but was unable to due to an unresponsive button. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.